Event description:
A dreamstation bipap device was returned to the service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the service technician observed visible foam particles. The service technician observed that error codes e176 (err_bt_bist_fail) and e223 (err_low_pressure_regulation) were present. The device was scrapped by the service center after the evaluation was completed. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.